Event description:
It was reported that during endoscopic segmentectomy surgery, after fired, noted the staples malformed . Changed another device, they all had the same issue. Changed the new one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.